Event description:
It was reported that during implant attempt the lead was damaged and noise sensed when the lead was attached to the device. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) full lead returned to be analyzed. Primary finding: no anomalies found. Visual examination noted proximal conductor blood/body fluid, out insulation breached/cut.